Event description:
Clinical study: 265 days after a coronary artery drug eluting stenting procedure the patient required a reintervention of coronary artery bypass grafting (CABG). The patient was enrolled in the program in 2004. Target lesion 1 (8mm long) was identified in the proximal right coronary artery (rca) with 90% stenosis and a 3.0mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 12 mm taxus stent. Residual stenosis was 0%. The patient was discharged the next day. At midnight in 2005 (265 days post enrollment), the patient was awakened from sleep with chest discomfort relieved with nitroglycerin and antacid. The ptient was awakened again that morning with similar discomfort that lasted about 15 minutes and resolved spontaneously. The patient presented to the ER in the morning. Exercise stress test was abnormal with st depression and a perfusion abnormality on myocardial scan (per cardiology consult note). Admission medications did not note asa or plavix. It was decided to proceed with coronary artery bypass grafting (CABG) in a couple of days to allow the plavix, which had been off since admission (per cardiology note), to dissipate. A week later, CABG x 2 was performed with svg to ob marg and constructed y svg anastomosis to distal rca. The ptient was discharged on the 6th day, the 6th post-operative day. In the opinion of the physician the relationship of the reintervention to taxus stent is "probable".